Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was over 500 mg/dl and current blood glucose was 383 mg/dl. The customer was treated with shots. It was reported that they had air bubble size was approximately tiny air bubbles. The customer was advised to remove the reservoir from pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify prime/fill anomaly due to blank display.